Event description:
Surgeon was performing a total joint replacement. A smith and nephew acetabular shell, prod code 71336450, lot number 13jm04981, was inserted and secured with 2 screws. A smith and nephew central hole cover, prod code 71336500, lot # 13lm18923, was placed and during tightening was pushed through the shell into the acetabulum. The hole cover remained in the acetabulum. The procedure was completed and the patient was discharged to the post anesthesia care area.